Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent revealed damage. The stent struts were damaged along the full stent length, struts were stretched from the crimped position, some of the proximal struts were lifted. The stent was moved proximally on the balloon, some proximal struts were pulled over the proximal markerband. The maximum stent profile was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The eccentric target lesion with a bend between >45 and <90 degrees was located in the right coronary artery. Following pre-dilatation, a 2.50x24mm promus element¿ stent was advanced twice but still failed to cross the lesion. The device was removed and the patient was kept under medical supervision instead. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.